Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-02125. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The initial procedure occurred in 2007. The physician placed a taxus express2 3.0x24mm drug eluting stent to the proximal left anterior descending (lad) artery and a 3.0x16mm drug eluting stent to the mid circumflex (cx) artery to treat 75% in-stent restenosis (isr) of a bare metal stent, unknown type, that was well apposed. The isr of the bare metal stent had thrombus formation. Two months post procedure the patient presented with an acute myocardial infarction. Angiography revealed thrombosis in both of the previously placed taxus stents. The physician pre-dilated with a 3.5x15mm non bsc balloon and deployed a 3.0x28mm non bsc stent to the lad lesion and a 3.0x23mm non bsc stent to the cx lesion. No patient complications were reported. Patient status post procedure is noted as "ok." The patient was taking plavix at the time of this event.